Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 january 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
On 2nd jan 2025, the user reported that the cgm system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review.a sensor replacement was approved for the user based on system performance. An RMA was issued for further investigation. The sensor was received for further investigation. Upon receipt, a visual inspection showed a significant portion of hydrogel missing from the long end (central & distal) and short end (central), over the sensor's optics. This missing hydrogel is potentially due to damage caused by excessive force applied by the removal clamps upon explant of the sensor. No malfunction was observed with short end distal sensing region. A review of in vivo sensor data showed reference channel instability in the short end distal region potentially contributing to sensor inaccuracies. This was not reproduced in the return product analysis. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 01 april 2025. D9. Device available for evaluation? Yes, on 04 march 2025. G3. Date received by the manufacturer? 01 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.